Event description:
It was reported that an alert was triggered due to episodes of atrial tachy response (atr) showing undersensing of atrial fibrillation. This caused inappropriate atrial pacing. It was noted that the alert was dismissed by the clinic. This right atrial lead remains implanted and in service. No adverse patient effects were reported. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.